Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow up, one episode of vf was recorded and no hv therapy was delivered. The physician optimized programming parameters and the device remains implanted. Patient condition is good. No report of malfunction or new information can be obtained at this time.